Manufacturer narrative:
29-apr-2025- product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head comes off - oral-b power refill [device breakage]. Case narrative: customer e-mail stated that while brushing, head comes off (oral b heads for my electric toothbrush). No injury was reported. 07-may-2025, device component information added to data received on 30-apr-2025.

Manufacturer narrative:
15-jul-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head comes off - oral-b power refill [device breakage]. Case narrative: customer e-mail stated that while brushing, head comes off (oral b heads for my electric toothbrush). No injury was reported. 07-may-2025, device component information added to data received on 30-apr-2025. 21-may-2025 (product investigations result): product return was received and evaluated. No failure could be identified, the product is according to specifications. No injury was reported. 10-jun-2025 (german notes - oral-b toothbrush handle additional manufacturer narrative added to data. Follow up : german notes- conclusion - other no manufacturing cause and no design issue was identified based on investigation results. Follow up : product investigation result: evaluation / investigation code information updated to data. No injury was reported.

Manufacturer narrative:
On 21-may-2025 - product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Head comes off - oral-b power refill [device breakage]. Case narrative: customer e-mail stated that while brushing, head comes off (oral b heads for my electric toothbrush). No injury was reported. On 07-may-2025, device component information added to data received on 30-apr-2025. On (B)(6) 2025 (product investigations result): product return was received and evaluated. No failure could be identified, the product is according to specifications. No injury was reported.

Manufacturer narrative:
On 10-jun-2025 - product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head comes off - oral-b power refill [device breakage]. Case narrative: customer e-mail stated that while brushing, head comes off (oral b heads for my electric toothbrush). No injury was reported. On 07-may-2025, device component information added to data received on 30-apr-2025. On 21-may-2025 (product investigations result): product return was received and evaluated. No failure could be identified; the product is according to specifications. No injury was reported. On 10-jun-2025 (german notes - oral-b toothbrush handle): additional manufacturer narrative added to data received on 10-jun-2025. On 24-jun-2025 (german notes- conclusion - other): no manufacturing cause and no design issue was identified based on investigation results received on 23-jun-2025.